Manufacturer narrative:
E1 - phone number: (B)(6). H3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the dawson-mueller multipurpose drainage catheter was difficult to remove. The customer expressed general recent difficulty in removing the drainage catheters, reporting resistance with removal of the drains. As reported, no patient has experienced any adverse effects or required any additional procedures due to this occurrence. Additional information has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: d4 - catalog #, d4 model. D4 - catalog #: the complaint device is either a ult6.3-35-25-p-5s-cldm-hc or a ult8.5-38-25-p-5s-cldm-hs. D4 - model: g51595 or g09705. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.